Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a 3058 placed yesterday, the caller indicated that at that time they were able to communicate with the ins using the handset and communicator at that time. The caller was transferred from mobility. Mobility agent indicated that when the caller was attempting to connect to the ins with the clinician application they were getting a system problem message with code 0x5ae0c17. The mobility agent confirmed that the clinician application was updated to the current version, 3.0.171. When tss spoke with the caller they stated that they were getting that message when trying to connect with the clinician app and patient therapy app. When tss had the caller attempt to use the applications they system error code was not displayed. Tss had the caller attempt to connect to the ins with the clinician application the caller indicated that they did not have the communicator over the ins and it displayed the serial number (B)(4). The caller stated that his records show that the serial number (B)(4) was the device that was implanted. When the caller selected continue to advance and communicate with the ins the handset showed the message no response from the device. Tss had the caller power cycle the handset. The caller indicated that they powered the device back up and tried to connect with the clinician application. The caller powered up the communicator prior and placed it over the ins prior to trying to connect to the ins. The handset displayed the serial number (B)(4) and when the caller attempted to advance to communicate with the device the handset displayed a message that there was no response from the device. Tss had the caller attempt to connect to the ins with a second handset and communicator. The caller indicated that the external device failed to communicate with the ins. The caller indicated that the ins seems like it is superficial. The issue was not resolved through troubleshooting. Tss reviewed considerations for communication. The caller will follow-up with the md to evaluate the ins pocket. No symptoms reported.